Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated that there were some motor errors in the alarm history. The customer insulin pump has been out of warranty. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.